Event description:
A battery indicator showed charged but when in the battery pack, the indicator showed low battery. It was shuttled back and forth between batteries with pump stoppage. Battery charger replaced.